Manufacturer narrative:
Evaluation of the returned ruby coil revealed an undamaged and a functional device. During functional testing, the ruby coil was unable to be advanced through its introducer sheath due to the dried blood inside the introducer sheath. After the dried blood was flushed out with cavicide disinfectant solution, the ruby coil was able to advance through the introducer sheath and a demonstration lantern without an issue. The dried blood inside the introducer sheath was likely incidental to the complaint. The root cause of the reported complaint could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the abdominal aorta using ruby coils and non-penumbra microcatheters. It was noted that the patient¿s anatomy was tortuous. During the procedure, while attempting to advance a ruby coil into the microcatheter, the ruby coil became stuck at the distal tip of the introducer sheath and, therefore, it was removed. The procedure was completed using new ruby coils, pod packing coils (pod pc), four other coils with the same microcatheters. There was no report of an adverse effect to the patient.